Event description:
It was reported that the patient presented to the emergency department with syncope. A transmission observed the right ventricular (rv) lead with undersensing, high capture thresholds, and possible loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.